Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not secured on the universal stand. It was reported that there was no patient involvement at the time the issue was discovered. The device was taken out of service. No patient or user harm was reported. The customer called technical support to report that the device was not secured on the universal stand. The remote service engineer (rse) provided the customer with the part numbers of the replacement bottom foot kit, thumbwheel, and central processing unit (cpu) cover tray for repair. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received (B)(6) 2024, the biomedical technician ordered the replacement bottom foot kit, thumbwheel, and central processing unit (cpu) tray cover, and upon receiving the new parts, the biomedical technician performed the replacements and verified that the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.